Event description:
It was reported that the pump declared an altitude alarm 21, leading to the customer's blood glucose level being displayed as "high" without a specific value known. The customer addressed the high blood glucose by administering a correction bolus via the pump, and no assistance from a third party was required. Technical support provided tips for preventing future altitude alarms, and the customer successfully resumed insulin delivery with the original cartridge.